Manufacturer narrative:
Received one device. The customer concern of the battery contact was burned confirmed. The cause of the reported issue was sign of burn near spring in battery compartment and therefore resolved by replacement battery compartment and mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the battery contact was burnt. There was no reported patient involvement.